Event description:
Baxter received a report that a transfer set was broken after use with uv-flash auto. The date of how long the set was in use is unk. Although prophylactic antibiotics were administered, there was no pt injury indicated at the time of the initial report.